Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of material adhered to the catheter shaft was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 5fr d/l powerpicc solo catheter. No obvious use residues were observed. Clear material was observed adhered to the catheter shaft between the 15cm and 16cm depth markings. Microscopic inspection of the adhered material revealed it to be consistent with clear silicone. The clear silicone like material appeared consistent with the clear silicone used during the joint molding process and was likely deposited on the catheter shaft during the manufacturing process. Photographs of the sample have been forwarded to the manufacturing site for further evaluation.

Event description:
It was reported "clump of glue or latex noted between the 15-16 cm mark on the catheter."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4887 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "clump of glue or latex noted between the 15-16 cm mark on the catheter."